Event description:
It was reported that (1) device was used during a rectum procedure. It was reported by the affiliate that the tx30g instrument had no staples in the cartridge when the device was fired. The surgeon hand sutured the rectum to complete the case.